Event description:
Proxy biomedical was notified on the 13 september 2013 via email by the polyform distributor (boston scientific) that they have received a complaint on the 11 september 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh a patient injury occurred. The date of implant of the mesh is (B)(6) 2008. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6) medical centre, (B)(6). The patient was implanted with an additional device, however, no further information was provided regarding this device. The physician who treated the patient is dr. (B)(4). The implant involved in this complaint is a polyform synthetic mesh - lot number is unknown.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use). (E.g., additional model# 15x20cm, additional catalog# 15x20cm).